Manufacturer narrative:
Additional product code: hrx. A product development evaluation was completed: the interior of the balloon catheter shows discoloration indicating the part had been used. The balloon at the distal tip appears to have broken off. All that remains is the proximal end of the balloon where it attaches to the catheter shaft. The tip of the stiffening wire is completely exposed as it protrudes from the remains of the balloon. The relevant lines in the documentation are: ¿balloon rupture or damage during insertion resulting in minor surgical delay¿ and ¿balloon fragments separate from catheter shaft and cannot be retrieved during the inflation/deflation/retrieval part of the procedure resulting in user dissatisfaction.¿ because this was only the hospital¿s second free trial with this product, the cause of this complaint is most likely attributed to user error rather than an inadequacy in the design to meet its intended use. The risk management summary remains unchanged and the risks still outweigh the benefits. No change to the design is warranted at this time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two synflate balloons (03.804.701s) broke during surgery on (B)(6) 2014. The surgeon performed a decompression procedure at l4-5 and a vertebral body augmentation to treat lumbar stenosis and a vertebral compression fracture. As the surgeon was placing the first balloon, it broke intra-operatively. As the surgeon placed the second balloon down the same pedicle, it broke as well. When the surgeon tried to remove the synflate balloon, it was stuck and when pulled through the cannula, it sheared off. One of the balloons remains inside the patient. The surgeon felt that the balloon was secure in the vertebral body. The surgeon verbally expressed to the sales consultant that the patient was doing well. One of the balloons will be returned for evaluation. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was not returned. The manufacturing documents were reviewed and no complaint related issues were found. This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.